Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 2 was failed. A field service engineer (fse) had arrived at the station with no drawer failures showing. The customer had communicated that drawer 2 was the complaint. The fse could not verify the exact issue that had been reported. The customer had tested the drawer in the application with good results, and the drawer had also tested successfully in the hardware test application (hta). The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer failed and could not be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.